Event description:
It was reported that the patient died of sudden cardiac death related to the pacemaker "not firing" and "no spikes seen," "[w]e didn't see it [the pacemaker] functioning" on the electrocardiogram after the patient called into the emergency medical system (ems) for "feeling like [the patient] was having a heart attack," and being short of breath. The patient had been hospitalized about nine days prior for a myocardial infarction with ensuing beta-blocker therapy producing bradycardia, and necessitating a pacemaker implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was buried with the patient; no exhumation will take place.